Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: relevant medical information: on (B)(6) 2006: (B)(6) hospital. (B)(6), md. Procedure report. Preoperative diagnosis: history of perforated diverticulitis, now status post colostomy, tension to colostomy. Postoperative diagnosis: history of perforated diverticulitis, now status post colostomy, tension to colostomy. Scant neosigmoid diverticula. Procedure: colonoscopy via stoma as well as flexible sigmoidoscopy. Complications: none. Anesthesia: general. Complications: none. Specimens: portion of colon. Packings/drains: aquacel aq packing to the old colostomy sites. Blood loss: approximately 100 cc. Other drain: blake drain in the pelvis. Operative finding and technique: with consent patient brought to the operating suite, placed in supine position. Following general anesthesia she was placed in lithotomy position. Dr. Chao then placed ureteral stents without any difficulty. The abdomen was then prepped and draped after the colostomy was sewn closed. Midline laparotomy was performed. Extensive intraabdominal adhesions were undertaken. Extensive lysed of adhesions was undertaken. Ultimately the colostomy was identified and the colostomy was brough down back to the colostomy opening into the peritoneal cavity. The fascia of the old colostomy site was closed with 0 vicryl suture in interrupted figure-of-eight fashion. Per the dissection the pelvis revealed a long sigmoid rectal stump. This was dissected down towards the rectal wall and rectal wall circumferentially freed up. The contour stapler was used to staple across the proximal rectum and this was achieved without incidence as well. Appropriate amount of length of the colon was undertaken. This required resection of a further portion of colon as portion had become devascularized secondary to poor blood supply and poor water shed circulation. The colon was taken back to the transverse colon. The colon was freed up so that if flopped nicely into the pelvis without any evidence of tension. There was excellent bleeding from proximal and distal anastomotic sites. Pressuring device was placed around the proposed proximal anastomotic site. Sizes were used and it fit a 29 eea sizer snugly. This was chosen for the anastomosis and the anvil was placed down to the proximal colon. It was secured with the pressuring device. An assistant then went into the peroneal area after serial dilatage of the anal rectal canal. The 29 eea stapler was placed through the rectal canal. The post was opened, brought out the staple line from the rectal stump and the anvil was attached to the post. Stapler was fired. Suture line was imbricated with 3-0 silk suture which proceeded without incident. The abdominal cavity was irrigated and dried. The abdominal cavity was filled with saline and then the rigid proctosigmoidoscope was placed in the anal canal and the colon was insufflated. There was no bubbling, no air leak. The anastomosis was secure. Abdominal cavity was suctioned and dried. A blake drain had been placed in the pelvis. This was placed toward the anastomosis. During the course of the procedure the splenic flexure required mobilization. Abdominal cavity was irrigated again. Hemostasis had been achieved. Seprafilm was placed in the abdominal cavity. Muscular fascial layers then closed with 1-pds in running loop fashion. Skin incision of the midline was closed with staples. Left upper quadrant incision was closed intermittently with staples and intermittently packed with aquacel aq. This proceeded without incident. The patient tolerated the procedure well with findings as described. At termination of the procedure all instruments, sponge and needle counts were correct. Final pathology is pending at time of this dictation.¿ explant procedure: laparotomy and excision of infected abdominal mesh. Explant date: (B)(6) 2007 (hospitalization [ni] [not indicated]) on (B)(6) 2007: (B)(6) medical center. (B)(6), md. Operative report. Preoperative diagnosis: infected abdominal mesh. Postoperative diagnosis: infected abdominal mesh. Assistant: (B)(6), md. Anesthesia: general inhalation anesthesia. Please note I, dr. (B)(6) , was present and performed/supervised the entire case. Operative course: ¿after the patient was suitably identified, she was positioned, prepped and draped. The draining site of purulence was obvious and a kelly clamp was put into this down into the abdominal cavity. The skin, subcutaneous tissue and fascia were excised for a distance adequate to visualize the gore-tex mesh in this cavity. This mesh was then grasped and worked out from side to side until it appeared to have all been removed. It was torn, but careful palpation of the cavity suggested there was no residual mesh in this cavity. A smaller wound more superficial that was draining was incised and did not appear to communicate directly with this cavity, it was opened widely and packed. Both cavities were packed, the fascial defect was left open, but the bowel appeared to be well solidified beneath this and did not eviscerate. The patient was awakened and transported to the recovery room in good condition.¿ see attachment for h10/11 continuation.

Manufacturer narrative:
H6: updated investigation findings code. Conclusion code remains unchanged. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material."

Event description:
It was reported to gore that the patient underwent open ventral hernia repair on (B)(6) 2002 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2007 an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: open surgery to remove the mesh secondary to infection. The mesh was found to be "torn" and had experienced significant contraction based in the 12 x 11 cm explanted size vs. The 15 x 19 cm pre-implant size. Additional event specific information was not provided.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. C1: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: implant procedure: open complex hernia repair with gore tex inlay mesh. Implant: gore® dualmesh® plus biomaterial [1dlmcp04/01106603]. Implant date: on (B)(6) 2002 (hospitalization on (B)(6) 2002). [Full operative report not provided in records reviewed]. On (B)(6) 2002: (B)(6) hospitals. [Signature illegible]. Brief operative note. Pre-op diagnosis: ventral hernia. Post-op diagnosis: [illegible]. Resident surgeon: (B)(6). Type of anesthesia: general. Findings: large lower midline ventral hernia, attenuated midline lap seas. Specimens: none. Drains: 1 jp. Estimated blood loss: 50 cc. Complications: none. On (B)(6) 2002: (B)(6) hospitals. Implant sticker. Dualmesh corduroy antimicrobial. Item#: 1dlmcp04. Lot#: 01106603. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp04/ 01106603) was implanted during the procedure. Relevant medical information: on (B)(6) 2002: (B)(6), md. Consultation. History of chronic pelvic pain improved since surgery. May need long acting opiate at discharge and taper on outpatient basis over the next 2-3 weeks. On (B)(6) 2006: (B)(6), md. Operative report. Preoperative diagnosis: diverticulitis, status post colostomy. Postoperative diagnosis: diverticulosis, status post colostomy. Procedure: cystoscopy and ureteral stent placement prior to colostomy reversal. On (B)(6) 2006: (B)(6), md. Operative report. Preoperative diagnosis: history of colostomy secondary to perforated diverticulitis (hartmann procedure), attention to colostomy. Postoperative diagnosis: history of colostomy secondary to perforated diverticulitis (hartman procedure), attention to colostomy. Extensive intraabdominal adhesions, morbid obesity. Procedure: exploratory laparotomy, extensive lysed of adhesions, mobilization of splenic flexure, colorectal anastomosis, partial colon resection / takedown of hartman¿s procedure (the procedure was an extensive procedure secondary to patient¿s body habitus and prior surgery and the entire surgery took at least 2.5 times the amount of time that such procedure would normally take). On (B)(6) 2006: (B)(6), md. Operative report. Preoperative diagnosis: deep wound infection. Postoperative diagnosis: deep wound infection. Procedure: drainage of deep wound infection. Anesthesia: none. Complications: none. Specimens: pus was discarded. Packings: curlex packing. Operative findings and technique: ¿with verbal consent, the patient was seen at the bedside in three west. Staples from the midline of the midline of the abdominal wound were removed. The wound was probed. A large amount of foul-smelling purulent material was excreted. Fascia was palpated and was intact. The wound was packed with curlex and dressings were applied. The patient tolerated the procedure well.¿ explant procedure: [exact procedure name not provided]. Explant date: 2007 [exact date not indicated]. [Operative report not provided in records reviewed]. Relevant medical information: on (B)(6) 2007: (B)(6), md. Consultation. Has had surgery for perforated diverticulitis with colonoscopy and subsequent revision. On (B)(6) of this year, was found to have a large bowel obstruction and found to have a sigmoid stricture at (B)(6) hospital. Underwent sequential dilatation of the stricture and was doing well with metamucil and colace with regular bowel movements. However 2 days ago noted a very small bowel movement and the onset of abdominal pain. Since that time has not passed flatus. Abdominal pain increased with associated nausea and vomiting and came to the emergency department. History of hypertension; caesarian section times two, cholecystectomy, appendectomy, bladder repair, excision of infected mesh and drainage from abdominal wounds. Former smoker. Exam: abdomen, revealed increased bowel sounds, it was soft with mild diffuse tenderness without rebound or guarding. Impression: likely has recurrent anastomotic stricture. On (B)(6) 2007: (B)(6), md. Consultation. Had perforated diverticulitis in 2005. Had a hartmann procedure with diverting colostomy. Early on (B)(6) 2006 had takedown of colostomy and did extremely well. Had some low-grade fevers and ultimately was readmitted to the hospital and it turned out she has some fluid collections in the subcutaneous area consistent with wound infections which were opened and drained. Was ultimately discharge home but it became apparent further during the course of her work up that she had likely infected a mesh that was placed for an incisional hernia, which was done at (B)(6) hill several years ago. Because of the complexity of the problem I consulted dr. (B)(6) at (B)(6) center, the patient had excision of her mesh earlier this year. History of total abdominal hysterectomy; hernia repair, it was suspected incisional hernia was from cesarean sections; perforated diverticulitis; hartmann procedure; takedown / reversal of colostomy; drainage of abdominal wound collections; excision of infected mesh; morbid obesity. Exam: abdomen, moderately obese, multiple well-healed incisions. Several of the intraabdominal wounds are packed with gauze. There is some mild diffuse tenderness but no rebound tenderness. CT scan does reveal a left abdominal wall hernia, likely related to an old colostomy site. Impression: developing at least a partial restructuring of colorectal area again. Will also likely need replantation of synthetic mesh for her incisional hernia as the previous mesh was excised earlier this month for mesh infection. On (B)(6) 2011: (B)(6), md. Radiology-CT abdomen / pelvis. Indication: hernia; incisional ventral without obstruction / gangrene. Findings: peritoneum / mesenteries: redomenstration of anterior abdominal wall laxity. Segments of both large and small bowel are closely applied to the anterior abdominal wall consistent with the presence of adhesions. Medial to the left rectus muscle, there appears to be a more localized defect, through which a knuckle of small bowel herniates. Gastrointestinal tract: stomach and proximal small bowel within normal limits. As noted above, close approximation of segments of large and small bowel to the anterior abdominal wall is consistent with the presence of adhesions. There is segmental dilatation of small bowel loops in the lower abdomen, likely related to the adhesive process. Musculoskeletal: infiltration of the subcutaneous fat is again identified. There is no localized fluid collections. Postsurgical changes in the abdominal wall again seen. Impression: 1) patient vomited after receiving the contrast material for this study, and ultimately developed hives. As a consequence, the initial images are compromised by motion. 2) patient is status post complex surgical reconstruction of the anterior abdominal wall. There is abdominal laxity evident on this examination. There are 2 fascial defects, one located in the left side of the abdomen medial to the rectus muscle, and one located lower on the right hand side. These defects are associated with herniation of small bowel loops, but there is no evidence of bowel obstruction or other complications identified. 3) interval resolution of fluid collection seen in the anterior abdominal wall on the study on (B)(6) 2010. 4) there still evidence of some infiltration of the subcutaneous fat, but appearance is improved. 5) segmental dilatation of small bowel loop in the lower abdomen. There is close approximation of segments of large bowel to the anterior abdominal wall. These findings are consistent with intra-abdominal adhesions. 6) hepatomegaly. 7) patient is status post cholecystectomy and hysterectomy. 8) changes consistent with partial colectomy. On (B)(6) 2011: (B)(6), pa-c. Office notes. 6 months out from open repair of recurrent incisional hernia with postoperative complicated by a wound that required a wound vac presents to the clinic for a preoperative evaluation for an open repair of a recurrent incisional hernia. CT scan for abdominal pain which revealed two areas in the left mid abdomen and right lower quadrant were seen as hernias or laxity of the biologic mesh. Has areas where she feels bulge and has pain. Overall the exam compared with previous shows resolution of subcutaneous fluid and inflammatory changes in the subcutaneous fat. The pain and bulge restricts her desired daily activities. Appetite is normal, no vomiting, has mild nausea that is controlled with phenergan. Bowel habits are regular and is having bowel movement daily. No recent fevers, illnesses, chills, cough, rash, or other signs of infection. Is having to take large amounts of pain medication to help her get through the day and would like to pursue surgical intervention. Exam: abdomen, soft, non-tender, no masses, bowel sounds normal. Hernia, bulge in the left mid abdomen and the right lower quadrant. Also has a small chronically draining area from a transfascial suture in the lower midline in the mons area. Impression / plan: symptomatic recurrent incisional hernia. Discussed hernia and possible treatment options at length. Has elected to have an open repair of incisional hernia on (B)(6) 2011. The risks of this operation were explained and she voices her understanding of these risks. On (B)(6) 2011: (B)(6), md. Operative report. Preoperative diagnosis: recurrent incisional hernia. Postoperative diagnosis: recurrent incisional hernia. Procedures: open incisional hernia repair with placement of an approximately 20x30 cm piece of ultrapro mesh in a rectrorectus rivas-stoppa fashion. Bilateral posterior fascial releases (myofascial advancement flap, unilateral). Assistant: (B)(6), md. Drains: a 19-french round drain into the rectrorectus space. Estimated blood loss: 100-200 ml. Fluids: crystalloid and colloid per the anesthesia record. Complications: none. Indications: ms. (B)(6) is a 52-year-old female well known to me from multiple hernia repairs and most recently excision of infected mesh. She had a biologic mesh placed and subsequently developed two hernias along her midline incision. These were symptomatic and enlarging and she presents for repair. Technique: ¿after informed consent was obtained, she was brought to the operating room, placed supine upon the operating table. After adequate general endotracheal anesthesia was induced, she was prepped and draped in usual sterile fashion. A time out was performed. We begun by excising her previous scar with the 15 blade and bovie cautery. We dissected down to subcutaneous tissue to the level of the hernia sac and attenuated biologic mesh. This was incised sharply. There were adhesions of the bowel to the hernia sacs and into the anterior abdominal wall. These were very gentle adhesions which we took down with sharp dissection and blunt dissection. We were able to free up the bowel from the anterior abdominal wall circumferentially to the level of the pericolic gutters into the prepubic space and into the epigastrium. Once we had done this, we dissected what appeared to be the remnant of her posterior fascia and biologic mesh off the posterior musculature remnants on her right side. This was where she had a large muscular defect or myofascial defect. We were able to get into a plane that included hernia sac and what appeared to posterior fascia and took this out to the pericolic gutter. We did expose the neurovascular bundles of her right rectus sheath or the remnant of her right rectus sheath and we were able to dissect a preperitoneal plane to the pericolic gutter. On the left side, her rectus sheath muscle was intact and her posterior sheath was intact and we dissected through this with bovie cautery and blunt dissection to the lateral edge of the rectus sheath on the right. Inferiorly, we dissected the preperitoneal plane to the prepubic space and somewhat laterally to the pericolic gutter on the left as well. We then closed this preperitoneal layer of fascia, old hernia sac and attenuated biologic mesh with running 0 pds. We irrigated this space. We then took a 30x30 cm and rounded off the corners inferiorly and superiorly. It was placed into the preperitoneal space behind the rectus musculature on the left and behind the remnants of the rectus musculature and the oblique musculature on the right. It was secured with one transfascial stitch inferiorly, two transfascial stitches superiorly, two transfacial sutures on the right side in the right lower quadrant and right mid abdomen and one left-sided midabdominal transfacial stitch. These were 0 ethibond sutures and they were passed transfascially with the use of the reverted needle. We were then able to close the anterior fascia on the left and the anterior fascia and scar on the right to cover the mesh. Prior to doing so, we placed a 19-french round drain through the right lower quadrant stab incision we made for the passage of the transfascial suture. This was secured with a 2-0 nylon stitch. The fascia again was closed with a running #1 looped pds. Subcutaneous tissue was irrigated. The skin was approximated with skin stapler. An incisional vac was placed. The patient was awakened, extubated and taken to recovery room having tolerated the procedure well. On (B)(6) 2011: (B)(6) center. Implant record. Ethicon ultrapro mesh. On (B)(6) 2011: (B)(6), md. Discharge summary. Discharge diagnosis: midline incisional hernia. History of present illness: known to have multiple hernias and most recently had excision of infected mesh. Had at that time biologic mesh placed and subsequently developed two hernias along midline incision. There are symptomatic and enlarging, presents for repair. Hospital course: tolerated procedure well and was transferred to the floor in stable condition. On postoperative day one, left nothing by mouth with nasogastric tube in place. When she began to have decreased output ranging in pass flatus on postoperative day two, the nasogastric tube was removed. Was then started on a clear liquid diet, which was tolerated well. Then started on home narcotics regimen. Was slowly advancing diet and by discharge was tolerating regular diet. Was ambulating without difficulty, pain was controlled on oral pain meds, was tolerating a regular diet, good urine output, normal bowel function. Exam: abdomen, soft, appropriately tender around midline incision, nondistended, positive bowel sounds. Wounds, midline incision is clean, dry and intact. Instructions: to resume normal activity, but is to avoid strenuous activities such as lifting more than 10 pounds or doing strenuous exercise for at least on month. On (B)(6) 2011: (B)(6), pa-c. Office notes. 2 months out from an open incisional hernia repair with a retrorectus mesh with post operative draining fistula at incision. Has reported low grade fevers and chills. Drainage throughout the day. Pain at sites of drainage. No other tenderness. No bulge at site of previous repair. Other than drainage, is feeling well and has no concerns. Exam: abdomen, soft, non-tender, no masses, bowel sounds normal. Open drainage sinus at inferior margin of midline incision. Open draining sinus left of midline. Drainage with foul odor. Hernia, no hernias. Impression / plan: abdominal fistulas status post open hernia repair. Discussed symptoms and drainage at length. Has elected to have an abdominal wall exploration on (B)(6) 2011. The risks of the operation were explained and she voices understanding of these risks. On (B)(6) 2011: (B)(6), md. Operative report. Preoperative diagnosis: suture abscess left abdominal wall, chronic draining sinus, lower midline. Postoperative diagnosis: suture abscess left abdominal wall, chronic draining sinus, lower midline with the lower midline being a chronic seroma drainage. Procedure: abdominal wall exploration and removal of infected suture and drainage and debridement of abdominal wall seroma. Assistant: (B)(6), md. Anesthesia: general endotracheal anesthesia along with local. Estimated blood loss: minimal. Fluids: crystalloids. Specimens: cultures of both wounds. Indications: ms. (B)(6) is a 52-year-old female known to me for multiple abdominal wall surgeries. After the last hopefully definitive surgery, she has developed a purulent drainage from a transfascial suture site in the left mid abdominal wall, since it is an intermittently interrupted low midline wound, both are for exploration today. Technique: ¿after informed consent was obtained, the patient was marked in the preoperative back to the operating room and placed supine upon the operating table. After adequate general endotracheal anesthesia was induced, she was prepped and draped in usual sterile fashion. We started in the midline, there was a wound approximately 2-3 cm in width with a chronic granulation tissue and this was bluntly dissected and opened up slightly more with bovie cautery. We dissected down to the stomach cavity, which had been appearing drainage and tissue consistent with seroma cavity. This was debrided using lap pads and sharp debridement with bovie cautery. The cavity did any bleed any permanent suture, we found some absorbable suture and cut it. It was then irrigated with bacitracin irrigation and packed with 2 inch kling gauze soaked in 0.25% dakin solution. We anesthetized the skin around the left mid abdominal drain site. This was opened with the knife and further dissected with bovie cautery. We dissected the tract down to its base and then amputated sinus tract exercising it totally. At the base, we found a 0 ethibond suture, which was cut and removed. The base if the sinus tract was cauterized. It was packed with 2 inch kling gauze and 0.25% dakin solution. Dressings were placed. The patient was then awakened, extubated and taken to recovery room having tolerated procedure well. On (B)(6) 2011: (B)(6), md. Discharge summary. Admission diagnosis: abdominal fistula status post open hernia repair. Discharge diagnosis: suture abscess of left abdominal wall; chronic draining sinus in the left lower midline with chronic seroma. Taken to the operating room where it was discovered that in her left abdominal wall, she had a stitch abscess. The stitch was removed and the area was washed out and packed with dakin-soaked gauze. In lower midline incision, was found to a have a sinus tract tracking up to an abdominal wall seroma. The tract was intermittently draining through the midline wound. This was washed out as well and packed with dakin solution-soaked gauze. Tolerated procedure well and was taken postoperatively to the day hospital. Overnight, did well. Tolerating regular diet, ambulating without difficulty and pain was well controlled on oral pain medications. Was taught how to perform wet-to-dry dressing changes with the dakin solution ¿ soaked gauze on her two open wounds. Voiced understanding. Activity: up as tolerated. Do not lift greater than 10 pounds for 1 week. On (B)(6) 2011: (B)(6), md. Radiology-CT abdomen / pelvis. Indication: evaluation for abscess. Findings: gastrointestinal tract: multiple loops of small bowel as well as the transverse colon are closely apposed to the ventral abdominal wall, consistent with adhesive changes. Musculature: status post revision of the complex surgical reconstruction of the ventral wall with minimal residual midline abdominal laxity. A small amount of soft tissue stranding is present along the midline incision site. Interval development of a new large focal hernia along the lateral margin of the left rectus muscle which contains loops of small bowel without evidence of obstruction. New fistulous tract within the left lateral ventral abdominal wall inferior to the hernia with several small bowel loops in close association with the tract, but it cannot be determined on CT whether there is a definite communication. However, there are no adjacent fluid collections suggestive of an abscess. Question of an additional sinus tract with soft tissue thickening inferior to the symphysis pubis which contains suture material an is slightly increased in size compared to on (B)(6) 2011. Impression: 1) status post interval revision of the complex surgical reconstruction of the ventral abdominal wall with minimal residual midline abdominal laxity. There has been interval development of a new large focal hernia along the lateral margin of the left rectus muscle which contains loops of small bowel without evidence of obstruction. A new fistulous tract also presents within the left lateral ventral abdominal wall with several small loops in close association with the tract, but it cannot be determined on CT whether there is a definite communication. However, there are no associated adjacent fluid collections suggestive of an abscess. Additionally, there is question of an additional sinus tract inferior to the symphysis pubis which contains suture material and is slightly increased in size compared to on (B)(6) 2011. 2) multiple loops of small bowel as well as the transverse colon are closely apposed to the ventral abdominal wall, consistent with adhesive changes. However, there is no evidence of bowel obstruction. 3). Status post colectomy. 4) hepatomegaly.